Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 scope communication error occurred due to dust on the connection plinth. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service representative evaluated the device onsite and did not observe any errors. However, reported the presence of dust on the connection plinth and the cleaning was done with deoxidizing spray. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source had no image display when inserting the endoscope (error code b30). The issue was found before the procedure. The type of procedure was unknown. There was no patient involvement.